Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Boston scientific technical services (ts) discussed that this is a non-physiologic noise and recommended testing to see if noise can be reproduced. There ls no further information available to date and the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).